Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation finding, component codes, investigation conclusion), h11. Corrected field: d4(UDI). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse checked the jumper settings of front end pcb and found that jp6 & jp7 are located in the differential signaling position across pins 1 and 2. As per the factory instruction fse changed the location of jumpers jp6 and jp7 to the single-end signal position across pins 2 and 3. Bp & ECG gain calibration found both the values are in range and the unit passed all functional and safety tests. As the problem persists for longer period and arising whenever patient signal was connected to the unit, as a preventive measure to rectify the reported issue, fse replaced the front end pcb and done all transducer calibrations. Blood pressure and ECG gain test was performed and found all the parameters are in range. Unit handed over to the customer with satisfactory working condition for clinical use after confirmed that all necessary parameters were in range as per recommendation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) is not showing pressure signal. There was no harm reported.